Event description:
It was reported that the stent dislodged. The lesion being treated was located in the moderately calcified left anterior descending artery. The physician was advancing a 12x2.50mm promus premier stent delivery system to the target lesion when the stent dislodged. The physician used another balloon to crush the dislodged stent to the vessel wall in the target lesion. After this it was not possible to recross this area with another stent and the procedure was completed. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Patient age: over 18 years old. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified that the stent was deployed/detached from the balloon and was not returned for analysis. An examination of the balloon found a clear impression of the stent crimp. It was also noted that there were traces of contrast media present inside the balloon. This contrast media inside the balloon is consistent with the balloon being subjected to positive pressure. If positive pressure was applied to the balloon while the stent was crimped on, then this would compromise the stent securement on the balloon. Further examinations of the device identified that the hypotube was kinked at various locations along its length the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent dislodged. The lesion being treated was located in the moderately calcified left anterior descending artery. The physician was advancing a 12x2.50mm promus premier stent delivery system to the target lesion when the stent dislodged. The physician used another balloon to crush the dislodged stent to the vessel wall in the target lesion. After this it was not possible to recross this area with another stent and the procedure was completed. No additional patient complications were reported and the patient's status is stable.